Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. Data quality errors are not customer facing and occurs to protect the user from unreliable glucose values by not presenting the values to the user. These indicate brief physiological issues (such as rapidly changing glucose due to food or exercise) that are not indicative of a product failure since the sensor was able to recover and continue to provide accurate glucose results. Watermark was not observed at the base of the sensor tail. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. Sensor was placed into the pcba test fixture to perform smu (source measurement unit) testing, however unable to perform smu testing. Damage was observed on molex and antenna on the pcba (printed circuit board assembly). Visual inspection has been performed on returned sensor and observed antenna and molex to be removed from pcba. Attempted to extract data from returned sensor. Sensor did not read. The returned battery voltage was measured to be within specification range. Returned sensor was de-cased and performed visual inspection on sensor¿s pcba (printed circuit board assembly); damage was observed on the antenna and molex connector due to de-casing. Unable to be re-soldered/repaired the antenna as the solder pads coming away from the pcba. Unable to perform smu testing without the molex connector and antenna connected due to this damage. Therefore no further investigation can be conducted for this particular complaint. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device all pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in follow up report # 1. Correction has been made in this report.

Event description:
A low readings issue was reported with the adc device via e-mail. Customer received unspecified lower sensor scan results perceived to be low and experienced loss of consciousness and/or convulsion/seizure. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software and extraction was successful. The watermark was not observed at the base of the tail indicating the sensor was properly inserted. An extended investigation was conducted and sensor was de-cased. The returned battery was measured to be within specification. Visual inspection was performed on the unit printed circuit board assembly (pcba), observed that the sensor¿s connector and antenna had been damage due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. The antenna was damaged, unable to reprogram the sensor to perform the accuracy testing. Adc is unable to perform further testing at this time due to damage during de-casing. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device via e-mail. Customer received unspecified lower sensor scan results perceived to be low and experienced loss of consciousness and/or convulsion/seizure. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue was reported with the adc device via e-mail. Customer received unspecified lower sensor scan results perceived to be low and experienced loss of consciousness and/or convulsion/seizure. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.